Event description:
It was reported the pt experienced uncomfortable stimulation in her vagina and rectum. A sjm representative was able to resolve the issue with reprogramming. The pt desires low back stimulation, this has not been achieved with reprogramming. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.